Manufacturer narrative:
A ge healthcare technical support performed a checkout of the system remotely with the hospital biomed. Service will be performed by hospital employee or contractor. No information available. Legal manufacturer: (B)(4). No information available.

Event description:
The hospital reported an error that resulted in high co2 delivery. There was no report of patient injury.